Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument deteriorated and a joint cable broke. The procedure was completed with a backup instrument of the same kind with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp object that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The instrument was found to have various scratches on the distal end of the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.76mm (0.03¿) to 7.9mm (0.31¿) in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. The instrument was found to have charring and/or localized melting on the outer surface of the bipolar yaw pulley on one of the grips. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.